Manufacturer narrative:
(B)(6) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A automated peritoneal dialysis (apd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was not reported. The patient was diagnosed with peritonitis and hospitalized on the same day. Apd therapy was ongoing during hospitalization. Treatment consisted of an unspecified antibiotic regimen. At the time of this report, the patient remained hospitalized and was recovering from the event. No additional information is available.